Event description:
The customer reported that there was no image on the left monitor. There was also no exposure.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep could not duplicate the problem. He re-seated the hv cables, re-seated pc boards, and checked the interconnect cable pins. He booted 5 times and made fluoro while moving c-arm in all possible positions. The system is operating as intended.